Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2023, and a 27mm watchman flx closure device was implanted. At an unknown date post index procedure in late 2024, the patient reported being short of breath on a treadmill. The physicians performed a cardiac computed tomography (CT) scan, and it was discovered there was a thrombus on the closure device. A transesophageal echocardiogram (tee) is scheduled in response to the thrombus.